Manufacturer narrative:
Concomitant medical products: product ID: 3057, product type: screening device. Product ID: 3057, product type: screening device. (B)(4) .if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient said they were in pain; their left side hurts. They further said it is still painful on the left side after decreasing stimulation. They also said they still feel stimulation on the left side when they turn stimulation to the right side. Patient lastly said the healthcare provider (hcp) had a little difficulty inserting the lead on the left side. No further patient complications have been reported as a result of this event.